Event description:
It was reported that the procedure was to treat a heavily calcified proximal right coronary artery. During advancement of a 4.5 x 13 mm ultra stent delivery system (sds) it caught on the calcification in the artery and dislodged. The stent was deployed with the sds balloon partially in the lesion. A 4.0 vision stent was implanted in the distal portion of the lesion to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.